Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint data base could not be reviewed since the lot number was not provided.

Event description:
The physician alleges that the catheter tip separated within the patients right popliteal artery during a right peripheral vascular procedure. The catheter tip was removed with a snare. The part number is estimated as no part number was provided.